Manufacturer narrative:
Device was received and evaluated. Evaluation found foreign material inside the forceps channel. Tears were observed on the channel in addition, the ¿a-rubber¿ glue was found cracked with minor scratches observed on the insertion tube. The light guide tube was found inflated/buckled. The foreign material found was removed using a disposable brush. The reported issue was confirmed and root cause likely attributed to users maintenance and handling issue.

Event description:
It was reported that the tip of a balloon went down in the scope when it was being clipped. There were no further details provided regarding the event. There was no patient involvement on this report. No user harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the legal manufacturer's investigation, the device history record was reviewed and no issues were identified that could have caused or contributed to the reported issue. The user reported that the foreign material was a part of a balloon that went down into the scope during reprocessing. It is assumed that the balloon was broken because of the user¿s mishandling, and the broken piece dropped into the instrument channel. It is also possible that a balloon, which was not compatible with the subject device, was used, the balloon was broken, and the broken piece dropped into the instrument channel. The following description is included in the device¿s instructions for use (IFU) to warn the user about using incompatible devices with the endoscope: ¿important information - please read before use: instrument compatibility: refer to ¿combination equipment¿ on page 93 to confirm that this instrument is compatible with the ancillary equipment being used. Using incompatible equipment can result in patient or operator injury and/or equipment damage.¿ although compatible balloons are not specifically described in the subject device¿s IFU, it is possible that the user utilized an olympus balloon or a non-olympus balloon for which the compatibility with the subject device was not guaranteed by olympus.